Event description:
Patient slipped, did not fall, and noted pain in right knee. Temperature to 100.2 by mouth for several days. Aspirate of knee positive for gram negative rods. At surgery, insert was burnished medially and laterally without evidence of subsurface shear or cracks. Patella showed no wear at all.